Event description:
Customer reported the buttons on the insulin pump seemed to be broken. The device alarmed button error and was unable to clear it. Customer took out the battery out and replaced it with a new one and alarm persisted. Customer's blood glucose was unknown. Customer stated the device has alarmed before and has been able to clear it. The act button had been stuck for quite some time. The device was in the customer's pocket. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.